Event description:
It was reported that there was a problem related to the threaded rod. The mayfield wasn't mounted to the patient. Additional information was received on (B)(6) 2016: the dysfunction occurred before the procedure. Date of the incident was reported as two weeks before the issue was reported. The patient was not under anesthesia when the issue occurred. The event did not lead to an increase in surgery time. They postponed the surgery. Type of surgery, patient age, and gender were unknown.

Manufacturer narrative:
Integra has completed their internal investigation on 07/12/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of device: cam rod was broken. This is the first time the device is sent in for service. Device history record reviewed for this product ID serial # (B)(4) manufactured on june 27, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. In summary the end user's reason for return was verified. It should be noted that the device in question was apart of the a2009 ultra 360 patent positioning a field safety notice - recall that was launched on december 31, 2014 and as such several failed attempts were made in a means to address this reported failure. This device was manufactured in 2013 with no prior service history. CAPA was issued to address this reported failure and was closed on 01/22/2016. This issue is currently being monitored.